Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection was performed using the naked eye through of the video and observed male luer would not connect to one link connector. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of one-link needle-free lv connectors disconnected from the clearlink continu-flo solution sets. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.